Manufacturer narrative:
On may 21, 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on june 9, 2021. Device evaluation summary: according to the information received, the patient experienced deflation in the saline breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the saline breast implant was found to have a tear on the posterior view, measuring approximately 1.3 cm. A microscopic examination was performed, and the cause of the deflation could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation surgery with an unspecified saline breast implant experienced right sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2021.